Event description:
Member of staff was trying to remove bone lodged in this instrument, the instrument slipped and sliced the finger from rubber glove end gouged into the nail bed of index finger. Hospital has requested that the user dept remove bone after use and the customer has been informed that the user dept experienced the same problem as another dept in trying to remove bone from the instrument. Customer feels the instrument has been designed with the user's best interests and performs excellently, however no considerstion to the safe handling and cleaning of decontamination have been taken into account.